Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, a malfunction alarm occurred. Customer's blood glucose level was 600 mg/dl which was addressed with a manual injection. Reportedly the customer continued using manual injections as alternate insulin therapy.